Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported a "small amount of medical agent was found leaking at the junction hub during placement". The catheter was removed and replaced. No patient harm reported.

Event description:
It was reported a "small amount of medical agent was found leaking at the junction hub during placement". The catheter was removed and replaced. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. Visual analysis revealed a small hole in the catheter body directly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that the appearance of the hole is consistent with damage due to contact a sharp instrument (i.e. Scalpel, scissors, etc.). The hold in the catheter body measured 1mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 218mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.367mm , which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and compressed. When flushing the distal extension line, water was observed leaking out of the small hole in the catheter body. No leaks were observed when flushing the proximal extension line. Performed per IFU statement , "flush each lumen with sterile saline solution, to establish patency and prime lumen". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a hole in the catheter body was confirmed through complaint investigation. Visual and functional analysis revealed a hole in the catheter body directly adjacent to the juncture hub. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. The appearance of the hole is consistent with damage due to contact a sharp instrument (i.e. Scalpel , scissors, etc.). Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.